Event description:
It was reported that the right ventricular lead had a sudden rise in thresholds and impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high resistance/impedance, 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011 at 09:00:09 and (B)(6) 2011 at 09:00:09. The weekly pace impedance trend data showed a gradual impedance increase for min and max ventricular pace bi impedance= 551 to 1672 ohms peak between (B)(6) 2011 and (B)(6) 2011.